Event description:
It was reported that during a coronary stent procedure, the balloon catheter was placed through a previously implanted stent. The ballooon catheter ruptured and difficulty was encountered removing the balloon catheter from the stent. When the balloon was removed, the stent was deformed and there was a small dissection. Pt went to surgery. Pt status is listed as "okay".